Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. The system functioned normally during inspection and image quality was normal. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system produced images with a ring-shaped artifact. The patient was scanned a second time, and the artifact was reduced, but still present in the images. The surgeon opted to continue the navigated procedure with the images. It was also reported that the patient already had four screws in their anatomy from a previous procedure when the scans were being taken. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully and the patient was not impacted.

Manufacturer narrative:
(B)(6).